Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl. The customer also reported that the insulin delivery was not suspended due to sensor glucose and blood glucose difference. The customer reported that the sensor glucose and the blood glucose difference was not within the targeted range. The customer declined high blood glucose troubleshooting. Customer did not receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.